Event description:
Uac (umbilical artery catheter) infusing maintenance IV fluid. Fresh blood noticed on the baby's linens. Nurse used a sterile 2x2 to determine where the blood was coming from. Determined there was a leak at the distal end of the uac catheter.